Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens had a unspecified defect hence it was implanted and removed in the same procedure. Additional information has been requested and received stating the lens was implanted but it had only one haptic. Patient left and was referred to another surgeon to get the lens removed and exchanged the following week.

Manufacturer narrative:
The lens was returned in a specimen cup with a wet surgical gauzes. One haptic was broken from the haptic/optic junction area (not returned). The optic is cut into two portions, typical of insertion and removal. Qualified associated products were indicated. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and was further clarified that the lens was replaced in a secondary surgery two weeks after the initial implantation.